Event description:
Patient admitted to evaluate deep cough of 1 mo., unresponsive to antibiotics, mediostincscopy performed 5/28 for large mediostinalmass. Suffered cerebal infarction & died at 0228 on 5/29/94.extensive autopsy finalized 8/1/94, identifying auitene web in the right middle cerebral artery, left anterior cerebral artery and leptomeninged arteries.